Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving sensor scan results that were lower than readings obtained on the built-in reader, and subsequently feeling as if he "was going to pass out". Customer had contact with an hcp who obtained a laboratory glucose result (unspecified) and treated the customer with lantus insulin and intravenous fluids "to control glucose levels and flush system" for a diagnosis of hyperglycemia. There was no report of death or permanent impairment associated with this event.